Event description:
It was reported that a patients personal diabetes manager (pdm) touchscreen was not working. The patient reports their blood glucose level had rose to 240 mg/dl. The patient had gone to their doctors office. Once at the doctors office they nurse administered 25 units of insulin. The patient was prescribed insulin to be taken of 25 units a day for the next 30 days. The patient was at the doctors office for an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.